Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account to troubleshoot the issue. Multiple parts were replaced during troubleshooting; however, the replacement of a leaking pre-trigger pump and pre-trigger tubing resolved the read errors and depressed tsh results. A review of the service history for the analyzer did not identify any issues that may have contributed to the current complaint. There have been no additional occurrences of discrepant results since the pre-trigger pump and tubing were replaced. Review of quality metrics identified no adverse trends for the pre-trigger pump or the pre-trigger tubing. Review of architect i1000sr complaint tracking and trending data revealed no systemic issues or adverse trends associated with the erratic result issue described in this complaint. A malfunction was identified. The field service inspection found a worn and leaking pre-trigger pump and tubing.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed error code 1007, activated read failure, on the architect (B)(4) analyzer while testing one qc sample on (B)(6) 2016. The customer repeated qc testing and all values were within range. The customer stated that on (B)(6) 2016, falsely decreased architect tsh results were generated for several patients. The customer provided one example of an initial tsh result of 0.03 miu/ml that retested at 1.68 miu/ml at a different laboratory. All qc was within range on (B)(6) 2016. No additional patient data was provided. There was no adverse impact to patient management reported.